Event description:
Pt had a t4 performed on the axsym on 5/20/97 in the evening and a result of 3.7 was reported. Upon further evaluation of this test result on the morning of 5/21/97 it was decided to redraw the pt and double check this t4 on the redrawn specimen. The original specimen from 5/20/97 was also retested and resulted in a normal result comparable to the redrawn specimen. This discrepancy in the t4 results was reported as possibly due to an instrument error.